Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is post implant, (B)(6) 2018. (B)(4). If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was experiencing no intermediate and near vision even after 3-months of implanting model zxr00 tecnis multifocal iol (intraocular lens) in his right eye (od). Reportedly, he also had glare, halos and distorted vision. For those reasons, he had his eyes check with the retina specialist and found everything is normal. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.